Event description:
It was reported during the procedure, the 1.5mm hex driver would not release from the 2.3mm cortical screw. The screw was removed and replaced with another screw. There were no adverse consequences to the patient or delay in procedure. This report is related to report numbers 3025141-2022-00243 and 3025141-2022-00244 for the other devices involved in this event.

Manufacturer narrative:
The results of the investigation are inconclusive as the device was not returned for evaluation. Manufacturing and inspection records could not be reviewed as device batch/lot number is unknown. Based on the information received, the root cause could not be determined.